Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin had shot out from cannula during priming and insulin pump rejected new batteries. The customer stated that priming process was taking longer to complete. The customer received more than 2 time unexplained no delivering in last 30 days. The reservoir was unwind themselves. The housing piece was missing and back was chipped off. The battery cap was loosed or came off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.